Event description:
No additional information.

Manufacturer narrative:
An event regarding incorrect placement involving a mako robotic arm was reported. The event was confirmed. Method & results: -product evaluation and results: the field service engineer reported: troubleshooting notes: mps already spoke with fse. Problem reproduced: yes troubleshooting notes: mps reported that for two cases in a row the arm aligned to the 40/20 position but upon impaction doctor is saying it is no where close to that position. Dr requesting service. Work performed: I arrived and operated auto arm accuracy and discovered both sides were out of specification. I then verified j2 bump stop placement. I also ran friction testing that passed. I kin calibrated both sides of the robot to bring it back into calibration having passing results with auto arm accuracy in specifications. Once all testing was completed and passed, I returned the robot to clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Mps reported surgeon request for service due to misalignment of hip cup. Mps reported that for two cases in a row the arm aligned to the 40/20 position but upon impaction doctor is saying it is no where close to that position. Dr requesting service. Mps reported that when impacting the cup the inclination and version was not accurate on the screen. Fse arrived and operated auto arm accuracy and discovered both sides were out of specification. Fse then verified j2 bump stop placement. Ran friction testing that passed, kin calibrated both sides of the robot to bring it back into calibration having passing results with auto arm accuracy in specifications. Once all testing was completed and passed, returned the robot to clinical use.